Manufacturer narrative:
Clinical investigation: there is a possible temporal association between the liberty cycler and the patient¿s altered mental status with subsequent hospitalization. However, there is no documentation that supports a causal relationship. Additionally, there have been no reported allegations against a liberty cycler malfunction causing the patient¿s altered mental status. The etiology of the patient¿s altered mental status is reportedly associated with vascular calcification. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported event was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that during treatment on (B)(6) 2017, the liberty cycler had given messages, but the patient could not confirm what kind of message. The patient was not able to complete treatment on the cycler. Follow-up information with the pd nurse revealed that the patient was hospitalized on (B)(6)2017 for altered mental status. There was no reported cycler defect or malfunction related to the patient hospitalization or altered mental status. The pd nurse reported that the patient was unable to properly operate the cycler and had not performed pd treatments for several days prior to being hospitalized. It was further discovered that the patient had calcifications of the patient¿s vessels. The patient¿s pd catheter was removed and the patient has since been transitioned to hemodialysis (hd) therapy. The patient is currently performing hd therapy and is still in the hospital.